Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant products: catalog number:ep-200144 lot number:926670 brand name: act artic e1 hip brg; catalog number:650-1055 lot number:2020060247 brand name: cer bioloxd option hd; catalog number:650-1064 lot number:2997131 brand name: cer option type 1 tpr; catalog number:51-102070 lot number:6663490 brand name: tprlc xr fp type1 pps; catalog number:110010262 lot number:110010262 brand name: g7 osseoti multihole 48mm; catalog number: 110024461 lot number:814540 brand name: g7 dual mobility liner. Multiple reports were reported along with this report: 0001825034-2022-00711. The device will not be returning, as the surgeon didn't approve for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to dislocation approximately 1 year post implantation. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. The initial report should be voided.